Event description:
The manufacturer became aware of an allegation related to a ds2adv auto CPAP device. The manufacturer received information alleging kidney disease/toxicity, and cancer. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.